Event description:
The final tightener was found to have a broken tip prior to being used at the end of the procedure. There were no spares available. No one noticed until it was to be used. The surgeon used the anti torque and a blocker inserter to final tighten the blockers. The blockers were tightened to the maximum force that the surgeon could generated with the blocker inserter. All blockers were tightened so that they were at the same height (visual inspection). The blocker inserted lined up with the anti torque key to indicate they were well seated into the tulip head.

Manufacturer narrative:
Method: complaint history analysis, DHR review, risk assessment, visual inspection. Results: there have been 4 previous complaints related to tip breakage for mantis redux torque wrenches. The DHR was reviewed and no discrepancies were noted. When the wrench was returned it was confirmed that the tip was broken. In this case the fracture happened before the wrench was even used in surgery. The surgeon was able to use another instrument to finish tightening the blockers and there were no adverse consequences reported. Conclusion: possible causes for the fracture include the instrument not being fully inserted into the blocker and angulation during tightening.